Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment. Imdrf device code e2008 captures the unretrieved delivery system tip inside the patient.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was to be implanted in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the wallflex esophageal stent was introduced over the guidewire but was not passing easily, and the white rubber tip detached from the delivery system inside the patient. The physician decided to leave the detached white rubber tip inside the patient, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.